Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had post operative bleeding because of inadequate seal. There was no re-grasp alarm and end tone was heard. The patient was brought back to the operating room the following morning to control bleeding.